Manufacturer narrative:
After this alleged event, the medics then noticed that the power to the power-load unit was off. The medics turned on the power-load and used it without any issues. The device was evaluated by a field service representative who confirmed that the power-load functioned to specification and that this alleged issue could not be duplicated and no component level defects or malfunctions were identified that would have caused or contributed to the alleged event.

Event description:
It was alleged that when the firefighter/medic was loading the cot into the ambulance with the power load system, the power load and cot suddenly dropped and the firefighter/medic tried to catch the cot and allegedly hurt his shoulder in the process. It was alleged that the firefighter/medic was placed on light duty, scheduled for an MRI to determine the extent of injury, and has been prescribed pain medication.

Event description:
It was alleged that when the firefighter/medic was loading the cot into the ambulance with the power load system, the power load and cot suddenly dropped and the firefighter/medic tried to catch the cot and allegedly hurt his shoulder in the process. It was alleged that the firefighter/medic was placed on light duty, scheduled for an MRI to determine the extent of injury, and has been prescribed pain medication.